Event description:
If implant was placed and removed on the same day, was another implant successfully placed at site during surgery? No; site (ada): #ii. Bone quality (type): iii. Primary stability was not achieved. Osseointegration was not achieved. Augmentation was not performed during surgery. Gtr membrane was not used. Bone substitute was not used. A generation/growth protein was not used. Assessment of hygiene around implant: good. Mobility. The prosthesis was not fitted. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).